Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer's blood glucose was 161 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer also reported that they received off no power alarm without a low battery alarm. The customer reported that the battery cap was damaged. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.